Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp), will not connect. There was no patient involvement.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium related malfunction issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g1, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, component code investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer stated that helium bottle will not connect. Verified that high pressure helium regulator t handle screw was damaged. Screw was not able to turn properly to lock gas cylinder. The fse replaced high pressure helium regulator (d103-00-0637) to resolve the issue. Verified unit calibrated and passes all functional and safety tests per factory specifications